Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high and low blood glucose test results. The customer is concerned with tests results from all the results obtained. The expected fasting blood glucose test result range is undisclosed. The customer did report hypoglycemic symptoms. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. Customer was taking insulin based on high results from meter. Customer provide one high result 360 mg/dl fasting. Customer stated that he might be taking too much insulin and it affected her eyesight, pancreas, and pain in her thigh. Customer stated that on (B)(6) 2020 she was still having diabetic symptoms - visual impairment, tiredness, headache, chest pain, flu like symptoms - she contacted her pcp to let them about her symptoms. The product storage location is undisclosed. During the call a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 06/24/2022 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Customer stated that her insurance provided with a different type of meter.

Manufacturer narrative:
Sections with additional information as of 04-dec-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.